Event description:
It was reported that this implantable pacemaker had stored two previous atrial tachy response (atr) events showing farfield r-wave oversensing (ffos). Additional information was received that advised the patient was seen in-clinic and this issue is now resolved. At this time, the pacemaker system remains in service and there was no adverse patient effects reported.